Event description:
It was reported that the patient was brought into the emergency room due to reflux and vomiting. X-rays were performed and the physician reported the generator intact near the lateral left clavicle and the wire comes out and then coils around at the medial border of the left clavicle. The wires in the neck could not be visualized by the physician possibly related to the wires being "non-radiopaque". The mentioned x-rays have not been received by the manufacturer to date. No other relevant information has been received to date.